Event description:
A patient underwent a pleural fluid drainage procedure under ultrasound guidance using the navarre universal drainage catheter. Post procedure on (B)(6) 2026, during the drainage process, the tubing was observed to be sharp. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided and reviewed. The photo shows the partial view of the catheter loaded with canula, physician was holding the catheter and canula and while inserting. Th reported sharp tubing was not clearly visible in the provided photos. The investigation is inconclusive for the reported sharp tubing issue as provided photo are not sufficient to confirm the issue without clear picture and physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a pleural fluid drainage procedure under ultrasound guidance using the navarre universal drainage catheter. Post procedure on (B)(6) 2026, during the drainage process, the tubing was observed to be sharp. The procedure was completed using another device. There was no reported patient injury.